Manufacturer narrative:
As reported the expired device was implanted in error. A review of our records shows that the device was well within the date of expiry (08/28/2017) when provided to the facility in 2015. This event is confirmed for use related. The IFU instructs the user to inspect the package prior to use. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
It was reported that an expired xenmatrix ab graft was placed in a patient in error. As reported the surgeon elected to leave the device in place. The contact states the surgeon performed a visual assessment of the graft prior to implanting. To date there has been no reported injury to the patient.